Manufacturer narrative:
(B)(6). Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, the wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the spring tip was bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that device fracture occurred. The target lesion was located in the opening of the carotid artery. A 190 cm filterwire ez was selected for use. However, when the package was opened for preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Event description:
It was reported that device fracture occurred. The target lesion was located in the opening of the carotid artery. A 190 cm filterwire ez was selected for use. However, when the package was opened for preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).